Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer - patient kept component.

Event description:
Patient presented to the clinic with left knee pain.

Manufacturer narrative:
The event was confirmed. Based on the limited clinical information, it is possible that instability leading to abnormal wear of the bearing insert contributed to the failure scenario. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. The exact root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Patient presented to the clinic with left knee pain.